Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model and serial numbers unknown. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for right atrial tachycardia with a thermocool smarttouch bidirectional sf catheter and suffered heart block av requiring a temporary pacing wire. During ablation, while positioned approximately 2.3 cm from the his cloud, the patient went into complete heart block. Pacing was initiated via the right ventricular apex (rva) catheter. Patient remained in complete heart block for 30-40 minutes prior to recovering to a 2:1 block with a heart rate of 58 beats per minute. Physician placed a temporary pacing wire via the internal jugular vein. Patient was transferred to the intensive care unit with temporary pacing. Patient required extended hospitalization as a result of the adverse event. Post-procedure, the patient was in 2nd degree heart block. Patient fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter.